Event description:
Event verbatim [preferred term]. Second degree burn [burns second degree]. Narrative: this is a spontaneous report from a contactable nurse (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual)(device lot number: cm3251n, expiration date aug2022) from an unspecified date for terrible menstrual pain with her period. The patient's medical history and concomitant medications were not reported. The patient stated that it was discouraging that there was no mention or concern for her personal well being after receiving a second degree burn from the product. She used one of the menstrual heat wraps yesterday (on (B)(6) 2020) and after removing, she discovered a second degree burn on her lower abdomen in (B)(6) 2020. She had used these patches in the past and never had issue. She was very concerned and did not understand why or how this would happen. She used it the same as she always had, following the directions. She no longer had the original package and cannot recall exactly when and where she purchased it, because those are two things that she was not concerned with when buying this product. She had terrible menstrual pain with her period, so she will purchase them from whichever store she may be at on that day. When she got home she removed them from the package, keeping some at home and some at work in the event she experienced the pain away from home. Never did it cross her mind she needed to keep track of this information in case she get second degree burns from the product. The patient stated "I will pass your disregard for my wellbeing on by distributing this response letter, along with the pictures of my burns on social media and to friends, family and coworkers, and whoever else may be interested, to make them aware not only of to potential injury from this product but to also inform anyone who continues using this product, that they need to keep the packaging and receipt in the event they too are burned." As a nurse, and frontline worker who was also about to receive the covid vaccine, it scared her to think how millions of people will be receiving a vaccine from a company that did not show concern for one of their products injuring a consumer. She guessed they should expect the same in the event the vaccine produces an adverse reaction. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (on 29dec2020): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date.

Event description:
Event verbatim [preferred term], second degree burn [burns second degree]. Narrative: this is a spontaneous report from a contactable nurse (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date at unknown dosage for terrible menstrual pain with her period. The patient medical history and concomitant medications were not reported. The patient stated that it was discouraging that there was no mention or concern for her personal well being after receiving a second degree burn from the product. She used one of the menstrual heat wraps yesterday ((B)(6) 2020) and after removing, she discovered a second degree burn on her lower abdomen in (B)(6) 2020. She had used these patches in the past and never had issue. She was very concerned and did not understand why or how this would happen. She used it the same as she always had, following the directions. She no longer had the original package and cannot recall exactly when and where she purchased it, because those are two things that she was not concerned with when buying this product. She had terrible menstrual pain with her period, so she will purchase them from whichever store she may be at on that day. When she got home she removed them from the package, keeping some at home and some at work in the event she experienced the pain away from home. Never did it cross her mind she needed to keep track of this information in case she get second degree burns from the product. The patient stated "I will pass your disregard for my wellbeing on by distributing this response letter, along with the pictures of my burns on social media and to friends, family and coworkers, and whoever else may be interested, to make them aware... Not only of to potential injury from this product but to also inform anyone who continues using this product, that they need to keep the packaging and receipt in the event they too are burned." As a nurse, and frontline worker who was also about to receive the covid vaccine, it scared her to think how millions of people will be receiving a vaccine from a company that did not show concern for one of their products injuring a consumer. She guessed they should expect the same in the event the vaccine produces an adverse reaction. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term]. Second degree burn [burns second degree]. Narrative: this is a spontaneous report from a contactable nurse (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual)(device lot number: cm3251, expiration date aug2022) from an unspecified date for terrible menstrual pain with her period. The patient's medical history and concomitant medications were not reported. The patient stated that it was discouraging that there was no mention or concern for her personal well being after receiving a second degree burn from the product. She used one of the menstrual heat wraps yesterday ((B)(6) 2020) and after removing, she discovered a second degree burn on her lower abdomen in (B)(6) 2020. She had used these patches in the past and never had issue. She was very concerned and did not understand why or how this would happen. She used it the same as she always had, following the directions. She no longer had the original package and cannot recall exactly when and where she purchased it, because those are two things that she was not concerned with when buying this product. She had terrible menstrual pain with her period, so she will purchase them from whichever store she may be at on that day. When she got home she removed them from the package, keeping some at home and some at work in the event she experienced the pain away from home. Never did it cross her mind she needed to keep track of this information in case she get second degree burns from the product. The patient stated "I will pass your disregard for my wellbeing on by distributing this response letter, along with the pictures of my burns on social media and to friends, family and coworkers, and whoever else may be interested, to make them aware. Not only of to potential injury from this product but to also inform anyone who continues using this product, that they need to keep the packaging and receipt in the event they too are burned." As a nurse, and frontline worker who was also about to receive the covid vaccine, it scared her to think how millions of people will be receiving a vaccine from a company that did not show concern for one of their products injuring a consumer. She guessed they should expect the same in the event the vaccine produces an adverse reaction. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results of complaint sub-class: adverse event/negligible-minor for an unknown lot number menstrual 8hr wrap product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/negligible-minor for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing, and visual inspection to ensure the quality of the product being packaged. Additional information received from product quality complaint (pqc) group included investigation results of complaint sub-class: adverse event/serious/unknown for batch cm3251:conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "second degree burn on my lower abdomen". The cause of the consumer stating the wrap caused a "second degree burn on my lower abdomen" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (29dec2020): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date. Follow-up (07jan2021): follow-up attempts completed. No further information expected. Follow-up (26jan2021): new information received from product quality complaints (pqc) group included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (03feb2021): new information received from product quality complaints (pqc) group included: updated investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/negligible-minor for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing, and visual inspection to ensure the quality of the product being packaged. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused a "second degree burn on my lower abdomen". The cause of the consumer stating the wrap caused a "second degree burn on my lower abdomen" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]. Second degree burn [burns second degree]. , narrative: this is a spontaneous report from a contactable nurse (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual)(device lot number: cm3251 n, expiration date aug2022) from an unspecified date for terrible menstrual pain with her period. The patient's medical history and concomitant medications were not reported. The patient stated that it was discouraging that there was no mention or concern for her personal well being after receiving a second degree burn from the product. She used one of the menstrual heat wraps yesterday ((B)(6) 2020) and after removing, she discovered a second degree burn on her lower abdomen in (B)(6) 2020. She had used these patches in the past and never had issue. She was very concerned and did not understand why or how this would happen. She used it the same as she always had, following the directions. She no longer had the original package and cannot recall exactly when and where she purchased it, because those are two things that she was not concerned with when buying this product. She had terrible menstrual pain with her period, so she will purchase them from whichever store she may be at on that day. When she got home she removed them from the package, keeping some at home and some at work in the event she experienced the pain away from home. Never did it cross her mind she needed to keep track of this information in case she get second degree burns from the product. The patient stated "I will pass your disregard for my wellbeing on by distributing this response letter, along with the pictures of my burns on social media and to friends, family and coworkers, and whoever else may be interested, to make them aware... Not only of to potential injury from this product but to also inform anyone who continues using this product, that they need to keep the packaging and receipt in the event they too are burned." As a nurse, and frontline worker who was also about to receive the covid vaccine, it scared her to think how millions of people will be receiving a vaccine from a company that did not show concern for one of their products injuring a consumer. She guessed they should expect the same in the event the vaccine produces an adverse reaction. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results of complaint sub-class: adverse event/negligible-minor for an unknown lot number menstrual 8hr wrap product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/negligible-minor for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing, and visual inspection to ensure the quality of the product being packaged. Follow-up (29dec2020): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date. Follow-up (07jan2021): follow-up attempts completed. No further information expected. Follow-up (26jan2021): new information received from product quality complaints (pqc) group included: investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/negligible-minor for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing, and visual inspection to ensure the quality of the product being packaged.